Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer¿s blood glucose level was between 308-337 mg/dl.